Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications to address reported issue. Product requested, not yet returned.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no significant delay in the procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Corrective action has been initiated for the reported issue.